Event description:
Reported via patient call center it was reported that device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx closure device was implanted on (B)(6) 2022. The patient was discharged. The patient stated that on the first transesophageal echocardiography (tee) performed, imaging showed a 5mm leak. A follow up tee showed that the leak was smaller, 4mm in size, and the patient was taken off eliquis. The patient mentioned that everything was going good until last month when they had an episode of atrial fibrillation. The patient had a tee prior to having a cardioversion which showed a 4 to 6mm leak but the physician could not get a precise measurement and the patient was placed back on eliquis. The patient will have a follow up computed tomography (CT) scan. No further information was provided at the time of this report.

Manufacturer narrative:
Aware date was used as event date as actual event date was not known.

Event description:
Reported via patient call center.it was reported that device leak occurred.a left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx closure device was implanted on (B)(6) 2022. The patient was discharged. The patient stated that on the first transesophageal echocardiography (tee) performed, imaging showed a 5mm leak. A follow up tee showed that the leak was smaller, 4mm in size, and the patient was taken off eliquis. The patient mentioned that everything was going good until last month when they had an episode of atrial fibrillation. The patient had a tee prior to having a cardioversion which showed a 4 to 6mm leak but the physician could not get a precise measurement and the patient was placed back on eliquis. The patient will have a follow up computed tomography (CT) scan. No further information was provided at the time of this report.

Manufacturer narrative:
Aware date was used as event date as actual event date was not known.with all the available information, boston scientific (bsc) concludes:device technical analysis:the watchman flx? Remains implanted; therefore, returned device analysis could not be completed.device history record review:a review was completed of the device history records (DHR) for the watchman flx? Part # m635wu50350 batch # 0029360739. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event.labeling review:there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include arrhythmia (atrial fibrillation) and implant did not seal (medication and imaging required).risk review:a risk review was completed and confirmed that the events of arrhythmia (atrial fibrillation) and implant did not seal were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product.investigation conclusion:based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.